Event description:
Per the information provided to co by the physician's office, the device was removed due to a "malfunctioning connector." As reported to co, the entire device was removed and replaced.